Event description:
This is report 1 of 3 for the same event. It was reported that toward the end of a cervical discectomy surgery an "e2 error code" was observed when the motor device and attachment device were in use with the cutter device. The reporter also stated that the cutter device "fell out into the ground" as "they just got drilling and as the physician was pulling the device out". The reporter stated that the physician "still had the foot on the pedal". There were no delays to the planned surgical procedure. The facility had spare devices available, although they were not used, since the event occurred as the surgery was being completed. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.